Event description:
It was reported that patient underwent a revision surgery due to due to instability. Femoral component and tibial insert of total knee arthroplasty were revised.

Manufacturer narrative:
Based on additional clarification from the field.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].